Event description:
Patient had medtronic neurostim device, model 337713 implanted ~2years ago. Implant was removed due to migration of wire/wire malfunction and stimulator needed charging daily (charge should hold for 5-7 days). Pt had surgery last month to implant another stimulator (different make and model).